Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error and saw a red x on display. Customer¿s blood glucose level was 280 mg/dl. Customer also reported that the insulin pump had crack on backside of battery case. No other insulin pump error was displayed before the open book image was displayed on the screen. Customer was advised to place insulin pump in storage mode. The device will not be returned for analysis.